Event description:
The customer reported that during transport within the hospital, the unit was in use on a patient, the unit generated a strange noise. The noise persisted after the unit was connected to ac power. The unit was connected to ac power. The unit was turned off and back on, but the noise was louder and a mist appearing, steam or smoke was apparent in helium tubing. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found a screw on the motor control board and the "electrical test fails code #50" (motor speed out of specification) alarm on the fault log. The top right mounting screw on the compressor bracket vibrated out and landed on the motor control pcb. The company representative replaced the pcb motor controller ( part number 0102-00-0001) were replaced. The functional tests were run and the unit met the factory specification. It functioned normally and was returned to the customer. (B)(4).